Manufacturer narrative:
The returned device was evaluated. During evaluation, it was found that the unit would shut down within a few seconds with an audible 10 beeps while docked to a masimo radical docking station. The unit's instrument board was replaced and the device functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previously reported issues.

Event description:
It was reported when the unit turns itself off while docked. The customer noted that the issue was observed approximately three (3) or four (4) times and does not recall any alarms prior to the shutdown. There is no report of any patient impact or consequence as a result of the issue.